Event description:
On february 25, 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately high compared to another meter. The patient reported blood glucose results of '10.2 mmol/l' with a lifescan meter and '8.2 mmol/l' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy testing. The patient did not allege any harm or injury because of the reported issue. The patient did not have control solution for troubleshooting. The patient was sent replacement products. The meter was returned to lifescan on an unspecified date/time and tested by product analysis. No faults were found with the meter. The test strips were returned to lifescan on 4/14/2011 and tested by product analysis on 4/19/2011. The alleged complaint could not be confirmed with testing of the test strips. However, a secondary issue was found with the test strips where "er4" was observed with control solution performance testing. If any additional information is obtained for this complaint, a supplemental report will be filled. Based on the information provided, this complaint is being reported due to the "er4" issue found with evaluation of the test strips. However, there is no evidence that the subject meter or test strips contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.